Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Catalys is not an implantable device. Section d6b: explant date: not applicable. Catalys is not an implantable device; therefore, not explanted. Section e1: telephone number: (B)(6). Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a problem with the catalys. The procedure for the first eye went well, but for the second eye, the rhexis was not complete. The circle was incomplete, and it seemed very shallow. The customer is unsure about what happened. After 7 seconds, they experienced suction loss, with 11 seconds remaining. We learned through follow-up that a manual rhexis was performed to complete the partial capsulotomy, but no further details were provided.